Manufacturer narrative:
Bayer r and I quality product analysis reviewed several photographs that were provided by service as well as the site and observed a depiction of a disengaged insert in the vial shield. A current investigation and analysis is being conducted. In the event add'l info is obtained, a f/u report will be submitted.

Event description:
The site reported the following: we had another fdg vial break today in the unit that was just serviced.